Event description:
There have been 3 instances in the last 4 days of the 25 gauge x 1.5 inch bd precisionglide needles jamming during injection procedures. Providers will push on the syringe to deliver the medication, but the medication does not push through the needle. The lot number associated with all three of the instances where this has happened this week is 4332169.